Manufacturer narrative:
Upon evaluation, the field technician was unable to duplicate the alleged cot drop event. However, it was further reported that the ambulance deck was wide enough for the safety bar to miss the safety hook if the cot were to be unloaded too far to one side. It is likely that the user may have unloaded the cot too far to one side, causing the safety bar to miss the hook. The user facility will be installing an additional safety hook to prevent this type of event from happening in the future.

Event description:
It was reported that while unloading the cot from the ambulance the safety bar did not engage the safety hook and the cot dropped to the ground.

Event description:
It was reported that while unloading the cot from the ambulance the safety bar did not engage the safety hook and the cot dropped to the ground.